Event description:
Additional information reported that the patient had two failed implants. The patient presented for implant placement on (B)(6) 2025 on tooth positions 19 and 22. The patient returned within three weeks of implant placement on (B)(6) 2025 at which time the provider noted the patient had pain, infection and granulation/fibrous tissue around the implant. The provider reported that the implants lacked primary stability, failed to osseointegrate and lost osseointegration. The reported devices were explanted on (B)(6) 2025 and not replaced. The symptoms resolved after implant removal and patient did not have a permanent injury, no additional medical/surgical procedure was required. The patients bone quality was reported as type ii.

Manufacturer narrative:
. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Additional patient and event information has be requested but, to date, no additional information has been received from the initial reporter. The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that the implant failed. No additional information was provided.